Manufacturer narrative:
(B)(4).

Event description:
Patient presented in operating room for change out due to normal eri. Noise was observed following dft test. Capture threshold was also high. Fluoroscopy revealted externalized conductors. Lead was capped.